Event description:
The patient underwent generator replacement surgery however the generator was discarded following the surgery. Therefore product analysis cannot be performed. No additional relevant information has been received to date.

Event description:
It was reported in clinic notes dated (B)(6) 2016 that the patient was experiencing breakthrough seizures and cognitive changes which the physician attributed to the vns eos condition. Additionally, the notes referenced that the patient had previously experienced soreness in the throat when programmed to higher vns settings. The patient was then referred for a generator replacement. No surgical interventions are known to have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.